Manufacturer narrative:
Investigation summary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic discharge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On 1/16/97, the account received a negative result for the hiv 1/2 assay while operating the analyzer. The result of sample/cut-off (s/co) = 0.76 was reported and questioned by the physician, who stated the pt was sick with aids. The sample was rerun on two separate days with the same lot of reagents as the first reported result. On 1/24/97, a positive result of s/co=37.71 was received; and, on 1/27/97, a positive result of s/co=40.35 was received. The initial result was produced from the primary tube and the retest results were produced from an aliquot tube. The customer excludes any error in sample identification as the primary tubes are barcoded. According to the account, medical intervention was not delayed or performed inappropriately because of the initial reported result.